Manufacturer narrative:
Section a: date of birth was requested but not provided manufacturer¿s investigation conclusion: the reported event of a system controller exchange was not confirmed as no log files were submitted for review and no product was returned for evaluation. Multiple requests for additional information (including the reason for the controller exchange, the date of the controller exchange, if log files are available, and if the controller will be returned for evaluation) were made; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ and heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explain how to replace the running system controller with a backup controller. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a system controller interrogation showed a driveline disconnect but the patient denied disconnecting their driveline. It was later recalled that the driveline disconnect was from prior system controller exchange.